Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: on investigation, the keypad buttons all demonstrated normal response. The keypad cover was intact and without damage. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 551 mg/dl with no reported symptoms associated with an alleged keypad issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that when the user suspended the pump and attempted to resume, it appeared the pump was not resuming so the user had to suspend and resume the pump again for the function to work. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an alleged keypad issue.